Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was hospitalized for a procedure when the other patient in her room noted the patient display uncommon behavior. The nurse was called to the room when the patient experienced a hypoglycemic event. A bg was performed which was 25 mg/dl. And the patient was treated with IV glucose. The cgm value at the time of the event was not provided. The patient was hospitalized an additional three days as a result of the hypoglycemic event. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.